Event description:
Add'l info received from MFR 4/28/03: catalog number 00-3362-000-00 has been obsolete since may 5, 1998; therefore, no sales have been recorded from 1999 to current. Co has not submitted a medwatch report for this event. The voluntary medwatch reports indicate the malfunction of the rongeur did not result in an adverse event. Co has concluded that the event is not reportable.

Event description:
Downbiting pituitary ronguer broken when in pt's lumbar back surgery -- tiny screw apparently with instrument as per surgical team -- instrument handed off sterile field; no screw seen. X-ray taken, no screw seen as per md.